Event description:
I work for as a covid compliance manager. This is the 3rd time someone has tested positive, then went to (B)(6) to confirm and the results from (B)(6) came back negative. The past two times this has happened, it turns out they were, in fact, positive. It's too soon to tell regarding the third case that happened today. I don't know if the tests they're using are faulty or if they're not administering them correctly, but it's clearly a pattern. This is the (B)(6). Reference report mw5150804.